Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to failure to osseointegrate 6 months and 10 days after implantation. The patient has history of tobacco use. The doctor noted peri-implantitis during explantation. The patient required bone augmentation for the surgery. The patient has recovered without complications.